Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose 600 mg/dl which was treated with manual injection. Customer¿s blood glucose was 360 mg/dl at the time of call. Drive support cap was normal. Customer states that blood glucose was 172 mg/dl, 445 mg/dl, 600 mg/dl and on treating manual injection and it went to 549 mg/dl, 508 mg/dl, 302 mg/dl. Troubleshooting was performed. The customer did not find issues with the insulin pump. High pressure test passed. Customer advised to change entire set and treat as per hcp¿s instructions. Insulin pump will not be return for analysis.